Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture grade unknown.

Event description:
Patient representative reported "painful changes of the devices" and "encapsulation of the devices" and capsular contracture (baker grade unknown). This record is for the left side. The device was explanted and will not be returned.